Event description:
It was reported that the voyager nc was being used to fully deploy a non-abbott 4.0 mm partially deployed stent in the mid-left circumflex artery with high pressure at 22 atmospheres. The profile of the deflated balloon was too big to be withdrawn into the guide catheter and the sheath. The catheter was cut into three pieces and was able to be removed. No pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd. A f/u report will be submitted with all relevant info.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc noted blood visible on the entire length of the catheter and in the inflation lumen and guide wire lumen, and contrast in the inflation lumen. The proximal end of the balloon was loosely folded and the distal end of the balloon was partially inflated with air. This is consistent with preparation, the catheter advanced over a guide wire into the patient anatomy, and the balloon inflated. The hypotube and jacket were separated 63.5 cm distal to the strain relief tubing. The fracture faces were oval and the material at the separation was jagged and stretched. The distal shaft was separated 12 cm distal to the guide wire exit notch. The material at the separation was jagged. The distal shaft was stretched at the guide wire exit notch for a length of 1.5 cm and at the lap joint for a length of 1.5 cm. The distal shaft was pinched 8 mm distal to the separation for a length of 5 mm. There were multiple kinks in the distal shaft. The noted damage is consistent with the reported information the catheter was cut in order to be removed from the patient anatomy and handling for return to abbott vascular for analysis. Possible causes for difficulty in removing a dilatation catheter after inflation may include: interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. As this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated. It was reported that the voyager nc was inflated to 22 atmospheres (atm), which is above the rated burst pressure (rbp) of 18 atm in order to fully deploy a partially deployed stent, which may have further disrupted the balloon tri fold and profile such that resistance was noted during interaction with the guide catheter. Additionally, as resistance was encountered during retraction, it would have contributed to the shaft stretching as noted on the returned product. It should be noted in the voyager nc instructions for use (IFU) it states: balloon pressure should not exceed the rated burst pressure. The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported difficulty removing the balloon catheter from the guiding catheter and balloon refold issues appear to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are 100% visually inspected online for damage.